Event description:
It was reported that at device upgrade, low sensing and high capture threshold were noted. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly found. All electrical measurements were normal.